Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed complete pump reset with guidance, confirmed that error message did not recur, and successfully started new sensor session.